Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 542 mg/dl. Customer stated that his insulin pump got insulin flow blocked alarm. Customer reported that the insulin exited with the fill tubing. Advised the insulin pump was working as designed. The product was not returned for analysis.